Manufacturer narrative:
Patient age, gender, and weight unable to be provided. Device serial number unable to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the video presentation "external outflow graft obstruction of heartmate 3 lvads" identifying that hm3 may be related to device thrombosis. This presentation discussed numerous cases of patients that experienced external outflow graft obstruction (eogo) and their outcomes. A patient had a massive subdural hematoma from a fall where 3 months later they never fully recovered and expired.

Manufacturer narrative:
B2: date of event estimated in initial as the data was presented on 20may2022 author citation: schultz, j. (2022, may 20). External outflow graft obstruction of heartmate 3 lvads [video]. University of utah school of medicine. Https://medicine.utah.edu/internal-medicine/cardiovascular-medicine/grand-rounds/video?video=1_jqz4gst5 manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.